Manufacturer narrative:
A ge service rep performed an on site investigation. The charger board and the power cap module were replaced and the connectors were reseated during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported the system displayed an intermittent precharge error and locked up. There was no patient injury or death reported.